Event description:
It was reported that a clip did not come out to be properly loaded into the jaws during use. Therefore, it was replaced with a new one.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73b1900051 was manufactured on 02/03/2019 a total of 288 pieces. Lot was released on 02/13/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip with a broken hook partially loaded incorrectly. The rotation tab was also bent. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred on the first attempt, where the second clip was right behind the first clip and was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 8 clips remaining including the partially loaded clip, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. One device was returned with a clip with a broken hook partially loaded incorrectly and the rotation tab bent. Upon functional inspection, a double feed occurred on the first attempt. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not come out to be properly loaded into the jaws during use. Therefore, it was replaced with a new one.